Manufacturer narrative:
Based on investigations, it was determined that the device did not meet the specifications. A definitive root cause of the reported issue cannot be identified. A device history record review of the current product was conducted, and no problems were found. This issue(s) are addressed in the instructions for use (IFU): the following is described in the ¿warning¿ section of the instruction manual ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Do not drop the camera head or allow it to strike other objects. Water leakage could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that main body of the subject device was flooded. There was no patient involvement.